Manufacturer narrative:
B3: event date is date valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were charging their implanted neurostimulator yesterday and it quit charging. Patient stated they disconnected and reconnected the recharger and it would display excellent and then go off and they would move the paddle around. Patient stated they then saw a call mdt message and now their controller screen was blank/unresponsive. Patient reported no visible damage to the recharger. Agent walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller powers on. Patient reinserted the battery and confirmed green light was flashing above the screen. The issue was resolved through troubleshooting. Patient mentioned previously documented information that they had had problems with recharger in the past and it had to be in just the right position and also that they had reset the controller in the past. Additional information was received from the patient. The reason for call was patient reported about 3-4 weeks ago, they started having issues charging their implant and in the last 3-4 days had become very frustrated. Patient said the controller would go real quickly and then go right back off, and they couldn't get a connection anymore. Agent understood the controller may have still been going blank/unresponsive. Patient mentioned a prior agent tried the new ac power cord that was sent to them, but it didn't do anything to fix the issue. Agent asked what would display on their controller and patient confirmed the controller worked fine, but when they connected the recharger to the implant, they got 'no device found' and 'all kinds of things' and they thought their implant was the issue, so they requested contact information for the hcp that had implanted the device. Patient mentioned their implant was out of battery; had been at 30% about 3 weeks ago and now had nothing. Agent tried to explain the issue may be with the controller, but the patient insisted they thought their ins was the issue. The issue was not resolved. Patient also mentioned that they were experiencing neuropathy - could hardly sleep at night, rolled and tumbled and everything else in their sleep, and it burned. The patient was redirected to their healthcare provider to further address the issue. Agent provided and explained use of nas phone number for healthcare provider and explained role of medtronic reps, as the patient may be able to be helped easier in person. Throughout call the patient was hard for the agent to understand, and there was a slapping/beeping tone that would loudly interrupt the patient when they would speak. Patient mentioned they had their ins for 30-35 years and hcp had been the doctor to replace it in the past. No mention of issue was discussed and due to the patient stating they didn't have a good memory, agent did not ask further questions.